Event description:
It was reported that a customer received a 7t alert related to their device. There was no adverse impact on the customer¿s blood glucose level. The customer decided not to return the pump, and the complaint was subsequently closed.